Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a veterinarian procedure on an unknown date, suture was used. It was reported that the suture pulled off of the needle during the procedure. There were no patient consequences. Another like product was used to complete the procedure. Additional information is not available.